Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible on the distal shaft and stent implant, consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was dislodged from the sds. It is likely that as the stent was reported to be loose on the balloon, further handling during packing for return analysis contributed to the stent ultimately dislodging from the balloon. The first row of the proximal end was flared. After the fourth row of the proximal end, the full length of the stent implant was stretched. The proximal half of the balloon was tightly folded and the distal end had relaxed folds. The balloon did not appear to be partially inflated as reported. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the previously implanted stent contributed to the reported failure to advance as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additionally, it is possible that positive pressure was inadvertently applied to the sds during advancement in the lesion, contributing to the noted relaxed balloon folds which would contribute to the stent interacting with the deployed stent. This interaction with the implanted stent during retraction would have resulted in damage to the stent and subsequently the stent becoming loose on the balloon. Further handling during return analysis would have contributed to the stent dislodging from the balloon and further damage to the stent. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents or balloon fold issues. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the moderately calcified and tortuous left anterior descending artery (lad), a 2.25 x 18 xience nano rx was advanced but could not cross the lesion. The device was removed from the anatomy without resistance and there was no adverse effect to the patient. A 2.25 x 28 xience nano rx stent system was advanced in the lad but became caught on a previously placed unspecified stent at the bifurcation of the diagonal artery. During the attempt to remove the stent delivery system, there was no resistance felt; however, the stent partially dislodged from the balloon. The stent delivery system was removed from the anatomy with the stent partially on the balloon. Although the balloon had not been pressurized, the balloon had the appearance of being partially inflated once outside of the anatomy. Pre-dilatation of the lad was performed and two smaller unspecified stents were successfully advanced and deployed. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.